Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (serious injury event and delivery inaccurate malfunction), is related to case with patient identifier (B)(4)(alert/error message missing malfunction).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient suspected that there was an occlusion within the device, but the infusion device did not display an e-4 error message. The patient went to the hospital for hyperglycemia. The patient was vomiting and her blood glucose result was 600 mg/dl on an unknown meter. The patient was administered an insulin drip and she was discharged from the hospital the same day. The infusion device was requested to be returned for product evaluation.